Event description:
It was reported to boston scientific corporation that a leveen coaccess needle electrode device was intended to be used during a radiofrequency ablation procedure in 2008. According to the complainant, "it was noted that the introducer has some tear and flared at the tip." Reportedly, the procedure was completed with a different device (product unknown) and there were no pt complications as a result of this event.

Manufacturer narrative:
The suspect device has not been returned for evaluation; therefore, a device analysis cannot be performed. The cause of the reported malfunction is undetermined. The 2008 15-month complaint trend report for the rf probe product family, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.